Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of the investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 303 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 309 mg/dl. The consumer did not feel these were accurate results, retested two additional times using a new vial of strips getting results of 136 mg/dl and 133 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.